Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or veritable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury.

Event description:
A customer reported observing that the results for one pt sample were misassociated with the name of a different pt. Mismatched results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.